Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent for a surgery. During the surgery, the starting drill bit tip was break off while making proximal locks of the rafn and it¿s remains in the patient body. It was unknown if there is any additional intervention processed. The surgery was completed successfully without delay. The patient outcome was unknown. Concomitant device reported: unknown rafn nail (part # unknown, lot # unknown, quantity 1), unknown locking screws (part # unknown, lot # unknown, quantity unknown). This complaint involves one (1) device. This report is for (1) unk - insertion instruments: trocar: trauma. This is report 1 of 1 for (B)(4).

Event description:
This report is for one (1) 4.2mm three-fluted drill bit qc/needle point/145mm.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.010.104, lot: 48p8032, manufacturing site: bettlach, release to warehouse date: 21 april 2020 . A manufacturing record evaluation was performed for the finished device part: 03.010.104, lot: 48p8032, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. No documents could be found in the synthes systems for this part / lot combination. When the device is returned we will revisit this request. Picture review: narrative (tip of drill bit broken off) could be confirmed from provided picture. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.